Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite video system center occasionally had poor signal. The issue was observed during a gastroscopy examination; and there were no delays noted. The procedure was completed using a similar device. There were no reports of patient harm. During testing and inspection of the returned device, there was no signal or image due to a defective printed circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: there was no signal and image due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.